Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred for the g6 receiver. However, data for the g6 android application was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Data log analysis was performed and failed. Nordic bluetooth pairing test was performed and passed. Functional test results was performed and passed. Share logs were provided. However, the data received reflected the g6 android application. A review of the receiver log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information d9: device returned to manufacturer - additional information d9: date device returned ¿ additional information g3: date received by manufacturer ¿ additional information h2: additional information/device evaluation information h3a: device evaluated by manufacturer ¿ additional information h3b: evaluation included - additional information h6: type of investigation ¿ additional information.